Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2267 (air in set) alarm occurred during the previous therapy on the homechoice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.